Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ax14. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded on the device. The reload was received fully fired and with the reload lock out spring damaged. In addition, a second reload was received sterile and with no apparent damaged. The returned device was tested for functionality with a the returned reload (b) and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: what were the indications for surgery? What was the exact surgical procedure being performed? Hemicolectomy. What anatomical structure was device being used on? Unknown. What color cartridge was being used? White load. Does the surgeon routinely wait 15 seconds prior to firing? Unknown. Were any staple formation issues noted throughout patient care? Was told by staff that staples were formed correctly, but did not hold. What is the current patient status? Stable.

Event description:
It was reported that during a laparoscopic colon procedure that the staple line leaked causing bleeding. Another stapler and clip were used to control the bleeding and finish the case. The patient required a blood transfusion and procedure had to be converted to an open procedure.